Event description:
(B) (4). It was reported that post a percutaneous coronary intervention procedure, a patient death occurred. The patient presented with myocardial infarction (mi) occurring <= 24 hours prior. A 100% stenosed target lesion was identified in the left anterior descending (lad) artery. The lesion length was 24mm and the reference vessel diameter was 3.0mm. A liberte` bare metal stent (bms) 3.0x24mm was implanted at the lesion site. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was reported as a technical success. Medications prescribed at discharge were asa and clopidogrel. Upon discharge, the patient complained of angina/silent ischemia which was found to be unstable angina; braunwald classification iii c. On the same day, the patient experienced an unspecified major cardiac event of sudden cardiac death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): product not returned for analysis.